Event description:
It was reported that a person using the ilet experienced hyperglycemia with a peak blood glucose of 390 mg/dl for approximately four hours despite no pump alarms or noted infusion set leaks, and they confirmed elevated glucose with a fingerstick; the user was guided through an infusion set change, after which glucose levels began to decline. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention or assistance. Investigation included guided troubleshooting and education focused on infusion set replacement and assessment for delivery interruptions or alarms. Investigation of this case revealed no device alarms or identifiable delivery interruption and no confirmed hardware failure, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.